Manufacturer narrative:
Used for the catheter.

Event description:
It was reported that the hcp believed that the catheter was occluded. The hcp was unable to aspirate fluid and inject dye. At surgery for the catheter revision, it appeared that the catheter was bent and was sheared off. The pump contained gabapentin. No pt symptoms or outcome was reported.